Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the foot plate on the second prostyle device was sticky to open (difficult to open) during step 1 and the link wrapped around incorrectly. The foot was closed and the prostyle device was removed. No resistance was noted during removal of the prostyle device from the anatomy. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. A fourth prostyle device was used successfully at another access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the foot was in the access site due to anatomical conditions or interacted with the previous implanted suture. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1528 removed.

Event description:
Subsequent to the initially filed report, the following information was received: the reported "link wrapped around incorrectly" was referring to the link being loose. The link reportedly became loose due to lifting and lowering the lever. No additional information was provided.